Event description:
Information was received indicating that while is use of a smiths medical cadd cassette reservoir, error message and beeping was noted on the pump. Subsequently infusion could not be completed, and patient had to have a stat appointment in infusion center to have new cassette made and exchanged to infuse remainder 5fu infusion. No further adverse effects were reported.